Event description:
On 3/21/91 the cuff was implanted. On 5/16/91 the balloon and pump were implanted. On 11/2/91 the balloon and pump were revised. On 7/22/96 the balloon and cuff was removed from the pt and replaced due to recurring incontinence.